Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be improper handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during cleaning, after a case, it was observed that the foot control device "had a cut in the outer sheathing of the cord". The reporter stated that the grounding wire ¿was a part of the cord and does not carry any current". The reporter referred to the wire as a "shielding wire". The reporter stated that the event did not occur during surgery and that there were no issues with the device during the case. No patient harm, adverse outcome or injury was alleged. The reporter could not provide the exact date of the event but stated that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.